Manufacturer narrative:
Product complaint #(B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, patient underwent for craniotomy surgery. During the surgery, while using the device, the blade was breaks off the screws. The blade center hole was worn out and couldn't pick up the screw properly. The wear on these center holes failed to pick up the screw properly, eventually leading to damage to the screw. There were fragments are generated and easily removed without any additional intervention. The surgery was completed without delay. There was no consequence to the patient. This complaint involves five (5) devices. This report is for (1) ti low profile neuro screw self-drilling 4mm his report is 2 of 5 for (B)(4). Related product complaint:(B)(4).